Manufacturer narrative:
The device was returned, and the evaluation found the light guide cable stuck inside the light guide connector. In addition, found worn out video connector latch causing poor connection with pigtails. The video connector and the light guide connector need to be replaced. The customer was advised not to use the damaged light guide cable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center light guide cable was stuck. The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, confirmed that light guide cable is stuck in the connector, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: do not allow a foreign object to penetrate the inside of the video connector socket, output socket, and portable memory port. The video system center may malfunction. Olympus will continue to monitor field performance for this device.